Event description:
I am an insulet omnipod user. I switched to the new (ust400-base) system on (B)(6) 2013. As of this writing, I have experienced a 17% failure rate (3/17) n of the "pod" component in the ominpod system. Failure in this case means the pod shut down prior to its intended 72 hour mission profile. The dates of failure, error codes and failure description are summarized below. I have reported all of these to the manufacturer. The manufacturer will not commit to providing detailed failure information, nor will they confirm what measures they will take to prevent further failures. I am reporting these events to be proactive in the hopes that the manufacturer addresses their apparent problems as soon as possible. [Date of failure: (B)(6) 2013, error code: 1900500-00251-092, description: priming error, lot: l40464-0014046; 09/20/2013, 19-04046-07151-106, pod error, l40464-0014003; (B)(6) 2013, 19-04046-06451-105, pod error, l40564-0001644.]